Manufacturer narrative:
Investigation completed: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147836 with internal limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were valid and performed as expected with no invalid results replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147836 and device part number 195-430h / lot 141882a. Quality control release testing met specifications with no invalid results observed. The current overall incident rate for invalid results / migration issues for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4).

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative result with binaxnow covid-19 antigen self test. Per the consumer, the patient is symptomatic. No additional information, including patient treatment and outcome was provided.